Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not capturing. The epg passed incoming functional testing. It was confirmed that the main seal was out of place by the battery door. It was also indicated that a wire was pinched and the case was cracked. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not capturing. Another epg was used and captured as needed. It was also reported that the gasket near the battery door was out of place. The epg was returned for service. No patient complications have been reported as a result of this event.